Event description:
Consumer complaint of blood result reading of "hi". The customer normal results are 150mg/dl fasting, 150-200mg/dl in the afternoon before lunch and 200/dl before dinner. Last 5 blood results in memory: hi, hi, hi, hi, hi. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Manufacturer narrative:
(B)(4) .most likely underlying root cause of malfunction user had an inaccurate reference.

Event description:
Consumer complaint of blood result reading of "hi". The customer normal results are 150mg/dl fasting, 150-200mg/dl in the afternoon before lunch and 200mg/dl before dinner. Last 5 blood results in memory: hi, hi, hi, hi, hi. No adverse event reported.